Event description:
Boston scientific received information that during a non-device related procedure, the physician inadvertently pulled this right atrial (ra) lead out of position. The lead was capped and surgically abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.